Manufacturer narrative:
Patient was revised to address pain. Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the 2549760 lot code is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob has been provided. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges swelling, immobility and muscle spasm. After review of medical records, it was stated tat the patient was revised due to pain. Revision notes stated synovitis, inflammation and fluid in the joint.